Manufacturer narrative:
B3/d10: the events occurred on 04/12/2026, 04/13/2026, and 04/14/2026. E1: initial reporter postal code: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (03) large volume infusors underinfused during patient infusion. The devices contained piperacillin / tazobactam 13500mg in 240ml of buffered sodium chloride 0.9%. The expected infusion time was 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between august 19-21, 2025. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed one infusor device with fluid inside its bladder which suggests under infusion may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.